Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported falsely positive rsv results while using the alinity m resp-4-plex amplification reagent kit for an unknown number of patients. The customer noted that a few high cn (cycle number) rsv positivies for "some time now," which the customer indicated doubt into the accuracy of these results. The customer additionally reported several samples experienced a fluorescence error for the rsv target for three samples, while the other three targets (sars-cov-2, flu a, and flu b) did not experience these errors. No impact to patient management was reported.

Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709. 3005248192-2022-00744. 3005248192-2022-00765. 3005248192-2022-00796. 3005248192-2022-01095. 3005248192-2022-01096. 3005248192-2022-01097. 3005248192-2022-01098. 3005248192-2022-01099. 3005248192-2022-01100. 3005248192-2022-01101. 3005248192-2022-01102. 3005248192-2022-01103. 3005248192-2022-01104. 3005248192-2022-00716.